Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that cadd duodopa pump was accidently plugged into wall outlet and the patient was electrocuted. No adverse effects were reported.